Manufacturer narrative:
This report is submitted on july 12, 2023.

Event description:
It was reported that the rechargeable battery had burned (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.